Event description:
It was reported that a spectrum iq infusion pump failed flow rate accuracy test during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.